Event description:
Manufacturer representative reported trial patient had dual leads placed in 2006. On five days later, patient reported pain and an epidural abscess was found. On the following month, the manufacturer representative reported the patient was doing better. No report of device explantation. A follow up report will be sent if additional information is received.